Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. A 3.00mm x 20mm apex balloon catheter was advanced for dilation. However, during removal of the balloon, the shaft of the balloon fractured. The physician snared the rest of the balloon out of the guide catheter. All items were removed. There were no patient complications reported.